Manufacturer narrative:
The sample was received for analysis and the reported issue could not be confirmed. Visual analysis and an inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air and no deformations or anomalies were observed. The sample was submerged into a container filled with water and no leaks were observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us - 510(k) number k771219. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication regarding a situation that occurred before surgery. According to the reporter, the device had cuff leak. It was reported there was no patient harm.